Event description:
The patient was admitted to the operating room on (B)(6) for endometrial ablation (via novasure). During the procedure, the hysteroscope was removed and the minerva was inserted and tested. The test showed a problem. The minerva was removed and replaced. This unit malfunctioned the same way. A novasure was inserted and physician proceeded. The minerva was model #min9770 with an expiration date of 2/9/2017. The disposable device failed without patient harm. This is an item on evaluation. The devices were taken by minerva rep without biomed notification. The generator is checked by biomed each time is it brought in for a case.